Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, pump error 49 or pump error 75 noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple insulin pump errors. The customer's blood glucose level was 2.9 mmol/l, 5 mmol/l, 8 mmol/l and 12.9 mmol/l. The device will be returned for analysis.